Manufacturer narrative:
The pt had elevated liver enzymes, but none of the specific tests for hcv, such as nat, have been found to be reactive. There appears to be no connection between the dbx and pt's alleged hcv infection.

Event description:
The pt had a surgical procedure done in 2006, in which a unit of mtf's dbx, demineralized bone matrix was used, and is now claiming he has hepatitis c.